Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath medium (2). Something popped off of the back of the hemostatic valve causing the sheath to leak. It was reported that something "popped off the back of the hemostatic valve," and there was blood leaking back. The vizigo sheath was replaced, and the issue persisted, but the caller reported that the leak was not as significant. The procedure continued using the same vizigo sheath. The vizigo sheath are available for return. Hemostatic valve separation is MDR-reportable. This report is for the 2nd of 2 sheaths. The 1st sheath was reported in manufacturer report number 2029046-2022-01766.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 10-aug-2022, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium (2). Something popped off of the back of the hemostatic valve causing the sheath to leak. Device evaluation details: visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was broken inside the hub component. A device history record review was performed for the finished device 50000146 number, and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Due to an internal review completed on 20-jan-2023, the details of the device damages have been slightly updated: it was originally reported that the hemostatic valve was broken. The new detail is that the visual analysis revealed that the hemostatic valve is placed in its original place and broken in the star section. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).